Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the broken cutter off is a user error of the device due to misalignment during insertion, and/or improper leveraging of the device during the process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/1/2023, it was reported by a sales representative via sems that the tip of flipcutter iii from an ar-1288rtt-fc3 fibertag tightrope kit, broke off. The broken tip was taken out of the patient and a new flipcutter ii was opened to complete the case. This was discovered during a procedure on (B)(6) 2023.